Event description:
It was reported the patient had a loss of therapeutic effect and stimulation in the wrong location. It was stated the patient was only feeling stimulation in the buttock area and they tried reprogramming, but the patient didn¿t feel stimulation or would feel it and it would go away. It was noted this event occurred following a replacement. Reportedly, the patient felt stimulation during implant when the device was tested, but it stopped when they left the hospital and at the time of report they only felt stimulation in the butt cheek area. It was stated the impedance measurements were normal. It was noted on four programs the patient felt stimulation in their butt checks and one program they felt no stimulation until over 5.1 volts and then it was felt in the pocket. On another program the patient felt stimulation in the pocket at 1.3 volts but 3.2 volts and over there was no stimulation. It was noted they could not get stimulation in the vaginal or bicycle seat area. It was later reported the patient¿s implantable neurostimulator (ins) was turned off and x-rays were taken. It was stated they were waiting for the doctor to evaluate the x-rays.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0bnme, implanted: (B)(6) 2013, product type: lead. (B)(4).